Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was over 410 mg/dl. The customer also stated that the insulin pump had hardware low level failure also had failed battery alert. The customer did not experienced symptoms of high blood glucose. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.